Manufacturer narrative:
Ocd qa tested the returned donor segment with both returned and retain vials of anti-lea lot lab129a. The sample reacted 1+ with both the return and retain vials. No false negative results were observed.